Manufacturer narrative:
UDI is not available at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient received two systems (pns and thoracic). It was reported the patient's pns ipg was depleted after going through a metal detector. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced with a different model which resolved the issue.